Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to capsular contracture, baker grade unknown further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported ¿a lump¿ and ¿inflammatory response¿. Additionally, healthcare professional reported capsular contracture, baker grade unknown. This record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation and crystalline. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process". Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Patient reported ¿a lump¿ and ¿inflammatory response¿. Additionally, healthcare professional reported capsular contracture, baker grade unknown. This record is for left side. Device has been explanted.